Manufacturer narrative:
H4: the device was manufactured from june 16, 2020 - june 17, 2020. H10: the evaluation of the actual device was completed. A functional leak test was performed by manually filling the unit with green colored water. During fill, leak/backflow was observed at the fillport. Further examination on the unit revealed the cause of the leak/backflow at the fillport was due to a particle measured to be 2.00 square mm in size, stuck under the device checkband. The particle was identified to be acrylic material via ftir test (fourier-transform infrared spectroscopy). Acrylic is the material of the device stressmember. The reported condition was verified. The cause of the condition was due to a manufacturing related issue in that a small shaving from the stressmember may potentially be created during manufacturing and get stuck under the checkband. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) university. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had fluid leakage at the fill port. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.